Event description:
It was reported that this right atrial (ra) lead was explanted due to a suspected fractured, with it presenting lack of capture and high out of range impedances, which were discovered during routine follow up. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 16.5 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a suspected fractured, with it presenting lack of capture and high out of range impedances, which were discovered during routine follow up. A new device was implanted. No additional patient effects were reported.